Event description:
Customer's sister in law reported that customer passed away on (B)(6) 2014. Customer's blood glucose when he passed was unknown. Customer's sister in law stated that customer was driving his car and he crashed into the median and other vehicles. She was unsure whether the cause of death was the impact of the accident or if it was other vehicles crashing into customer's car. Customer's sister in law assumed that customer was wearing the insulin pump as normal when he passed. She does not have the device because it is still with the medical examiner. The device will be sent back for analysis when it is returned to the family. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. A request to return the device has been made and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).